Event description:
The core universal driver was sent for service and it ran on its own w/o activation during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted within the internal components of the device.